Event description:
It was reported that the customer experienced an issue with an intuitive product. The plastic part on the jaw of the fenestrated bipolar forceps was broken. The procedure was completed. Intuitive surgical inc. (Isi) contacted the site and obtained the following additional information regarding this event: as the customer discovered the damage during the inspection during preparation, no further information was provided.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and was found to exhibit charring and localized melting at the base of the grips on the outside of the grips. The device passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.